Manufacturer narrative:
Product analysis summary: the sheath and stylette returned loaded in the device and it was not possible to remove the sheath or stylette. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident during visual inspection to the 27th distal stent wraps, with struts raised. A kink was evident along the distal shaft; 26.1cm proximal to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel, as the stylette was unable to be removed from device. No deformation was evident to the distal tip. Cine image review summary: the images capture a lesion site in the lad as reported by the account. The images capture pre-dilation with an unidentified balloon. The images then capture the deployment of multiple stent and balloon devices. The images capture what possibly could be the resolute integrity 3.0x26mm stent; however the deployment of this stent is not visible from the images. The images do not capture the reported deformation to the resolute integrity 3.0x26mm stent. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a non-tortuous, non-calcified lesion with 90% stenosis in the left anterior descending artery. The lesion was pre-dilated. There was no damage noted to packaging. The device was inspected with no issues. It is reported that the stent could not cross the lesion and stent deformation was observed. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The physician completed the procedure with a non-mdt device. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There is no patient injury.